Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that he first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder, and the second cylinder had a wear at fold in the proximal end and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak at corner of a fold in the proximal end of the cylinder, second cylinder passed the leakage test. The pump was microscopically inspected and leak tested. Microscope examination revealed that poppet rod was found to be misaligned in the pump, pump tubing was cut down to the pump block; the tubing for the cylinders was returned attached to the cylinders. Pump did not pass the leakage test, only passed the water in and out of the reservoir kink resistant tubing (krt). The pump was not able to be functionally tested due to the poppet rod misalignment. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinders and the pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinders and the pump were removed and replaced. There were no patient complications.